Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21875, 2017865-2021-21880. It was reported that patient presented to an in-clinic follow-up with an implantable cardioverter defibrillator (ICD) pocket infection. The entire ICD system was explanted on (B)(6) 2021. There was purulent drainage upon opening of the pocket. Patient was stable after the procedure.